Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 13 mg/dl resulting in a hospitalization. Reportedly, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process and customer was having issues completing the cartridge change. The customer declined further assistance from tandem technical support regarding the low bg, hospitalization and load issue. No additional patient or event information was available.